Event description:
Patient undergoing laparoscopic bilateral inguinal hernia repair with mesh. While in use by physician to secure mesh on the right inguinal hernia, the device activated and misfired. The mesh was not properly secured.